Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the touchscreen was chipped. There was no reported impact to the customer¿s blood glucose. The customer declined troubleshooting for the reported issues.